Event description:
It was reported that a spectrum pump had a door latch problem. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch problem which was confirmed as door not fully latched messages, which were reproduced. The messages were found to be caused by a loose upper link screw. The screws were replaced.